Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into the emergency room (ER) with a gunshot wound. The surgeon did a low anterior resection. They used the powered stapler with the radial reload; however, the surgeon was not able to complete the firing. The lig ht-emitting diode (led) screen on the stapler showed green in lane 1 & 2. Lane 3 showed a yellow caution sign when the reload stopped firing. There was an incomplete staple line distally. They opened the manual staple and tried the black reload. Also did not c complete fairing. Finally, they opened the linear stapler and got almost across with the green reload. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury. When then they look at the pictures of the linear st apler, they were not sure it fired all staples.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed that each firing in log 90 the initial reload connection of a device reload had one wire write error causing yellow swim lane according to srs 107 if the smart reload or cartridge authentication test fails the power pack shall be able to operate except entering firing mode. It was reported that there was excessive load during clamping. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was brought into emergency room with gunshot wound. Surgeon did a lower anterior resection. They used the powered stapler with the radial reload; however, the surgeon was not able to complete the firing. The led screen on the stapler showed green in lane 1 <(>&<)> 2. Lane 3 showed a yellow caution sign when the reload stopped firing. There was incomplete staple line distally. They opened the manual staple and tried the black reload. Also did not complete firing. Finally, they opened the linear stapler and got almost across with the green reload. The surgical time was extended by 30 minutes or more due to the product problem. There was no patient injury. When the they look at the pictures of the linear stapler, they were not sure it fired all staples.